Event description:
It was reported that the device would not release from the delivery sheath upon deployment attempt. It appeared that one or two legs were engaged in the catheter wall. The physician used a recovery cone to remove the filter and placed a competitor's device.